Event description:
A biomedical engineer reported that phaco and aspiration stopped working during a cataract surgery. They exchanged the footswitch to complete the procedure. There was no patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer replaced the footswitch and the system worked fine. The tss recommended that preventive maintenance (pm) be performed on the system and that the software be upgraded. The customer ordered a new footswitch. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).